Event description:
It was reported that the 9800 system had a filament failure error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned, and re-greased, the filament drive board was replaced, and the filament was calibrated during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.